Manufacturer narrative:
The subject device in this report has not yet been returned to olympus med systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During a liver resection, the ptfe pad was worn away and a short circuit error was displayed. The physician replaced the subject device with another one. The procedure was completed. There was no pt harm reported.